Event description:
During routine testing of the device at the service center, the service technician reported side a of the calibrator contained a gas leak. The device was originally returned for repair due to a faulty solenoid valve in side b when the side a gas leak was found. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.